Event description:
The customer reports, the implant hex broke off on insertion during an evans procedure in the ankle. The surgeon had to pull the tendon out and got the top of the anchor out. The remaining piece was left in the tunnel. The surgeon used a k-wire to drill bone, pulled the tendon through tunnels and tied it down with suture to complete the case. No adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The implant was not returned and the customer's complaint was not verified. Device history review revealed nothing relevant to this event. The cause of this event could not be determined without implant eval. This is the first complaint of this type for this part/lot combination.